Event description:
Complainant alleged that while attaching the ECG cable to the ECG connector on the back of the device, the clinician received an unintended delivery of energy. The complainant indicated that the device had been shut off and was sitting in the back of the ambulance at the time of the reported malfunction. Complainant did not indicate that there was any adverse effect to the clinician due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.